Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. (B)(4). The device was not returned for analysis. Reportedly, the physician has not been trained in the use of the proglide device. It should be noted that the electronic perclose proglide instructions for use states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. In this case, it is possible the status of training contributed to the reported difficulty. A review of the manufacturing records cannot be performed, due to the lot number not being provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles with both proglide devices. The sheath was upsized to a 12fr and the evar procedure was completed. A cut down was performed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician was reportedly not trained in the use of the proglide device. No additional information was provided.